Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handles are very loose due to the handle locking mechanism.

Manufacturer narrative:
Examination of the returned instruments confirms the reported observation. The root cause is attributed to a combination of wear out/heavy use and user error. The leaf springs are visibly bent. There is evidence of inappropriate impaction on all sides of the instrument causing material deformity. The instruments were manufactured in september and july of 2006 and are over nine years into distribution. Based on the performed investigation, the need for corrective action has not been indicated.